Event description:
The device was received for service. During service testing, depleted batteries (low charge) were found. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary:the device evaluation was completed and the batteries with the low charge condition were confirmed (5 discharges below alarm threshold) due to depleted (potetially damaged) batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.